Event description:
The clinician reported that on the day of the attempted immediate placement of the dental implant in ada site 19 in the patient's mouth, the implant did not achieve primary stability. The site was grafted. The clinician reports the patient's insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.